Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general),") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included grand multiparity and pelvic adhesions. Concomitant products included cyclobenzaprine, dextromethorphan, doxylamine, hydrocodone, ibuprofen, paracetamol (acetaminophen), paracetamol (apap) and ranitidine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), headache ("headaches "), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("left and right side of lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, migraine, nausea, headache, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- essure placement, essure removal laparoscopic, hysterectomy. Insertion details- first spring was placed into the left ostia without difficulty. There were approximately 5 to 6 links of spring extruding from the tube. On the opposite tube, the same procedure was performed. Second essure was placed into that tube without difficulty with approximately 6 springs extruding through the os. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs+mr received - event injury was updated to new events perforation (fallopian tube(s)), bladder infection, vaginal infection, urinary tract infection, apareunia (inability to have sexual intercourse), migraines, nausea, headaches, dyspareunia (painful sexual intercourse), pain, left and right side of lower abdominal pain, she didn¿t undergo essure confirmation test, abnormal bleeding (general) were added. New reporters, patient information, medical history and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.